Event description:
Distraction device had been implanted about 2 weeks, and had distracted about 5mm, when it was noticed, the flex shaft extension was broken. A revision surgery was performed.

Manufacturer narrative:
Product is to be returned for evaluation, but has not yet been received. It was stated the child tosses and turns a lot in his/her sleep, and this may ben a contributing factor to the device breaking. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.